Event description:
Patient needed iabp intervention. Balloon catheter was inserted in cva and the patient was moved to csr. The console alarmed after five hours of use. The problem was identified as catheter related and the catheter was removed. It was inspected by ccps. Catheter was found to wrap itself and occlude helium pathwaydevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.